Manufacturer narrative:
Block b3: exact date unknown, event occurred in june 2024.

Event description:
It was reported that the implantable pulse generator (ipg) was tilted and was causing discomfort. The patient underwent a pocket revision procedure and was doing well postoperatively. No device malfunction was suspected. The device remains implanted and in use.